Manufacturer narrative:
On 9/25/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6)2020, it was reported to mentor that the device name is mentor smooth round moderate profile 300cc , catalog number 3501645 and lot number is 5705091. The serial number is still unknown. On (B)(6)2020, mentor became aware that the common device name of the affected device was reported incorrectly. The actual name was prosthesis, breast, inflatable, internal, saline. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/19/2020, during visual inspection of the device, the valve system was noted separated, leaving a rupture measuring approximately 0.9 cm x 1.5 cm. A manufacturing record evaluation (mre) was performed for the finished device number 5705091, and no non-conformances related to the reported complaint were identified. Microscopic examination was performed and the cause of the deflation could not be identified. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Even though a serial number was provided, however, it was not clear what catalog number it belongs to (right serial number (B)(6)). Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4). Even though a serial number was provided, however, it was not clear what catalog number it belongs to (right serial number (B)(4)). Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a saline unspecified gel mentor breast implant and suffered from a right breast implant rupture. As a result, the patient had undergone removal and replacement with mentor smooth round moderate profile 475cc on (B)(6) 2020.